Manufacturer narrative:
Lot and expiration date unknown. Manufacturer date unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Customer has indicated that the doctor manually squeezed the blood, causing pressure, it is expected that this has increased the risk of leak. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the fluid warming cassette after the doctor squeezed the bag of blood. No injury was reported.